Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Boston scientific technical services (ts) data analysis confirmed the premature battery depletion (pbd) and recommended replacement. Therapy delivery is currently unaffected. This s-ICD remains in service. No adverse patient effects were reported.